Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a ventricular tachycardia (vt) episode, the implantable cardioverter defibrillator (ICD) did not deliver therapy as the high voltage therapy was not programmed on. It was noted that the patient was hospitalized and that the vt terminated by itself. The device was later reprogrammed with all vt therapies. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.